Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the evis exera iii xenon light source had a b30 error (no image). There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The image output was working and the reported error code was not found. Inspection found a worn socket slider switch that was causing intermittent use of high intensity mode. Olympus lamp meter showed a reading of 300+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.